Event description:
It was reported that the patient experienced a loss of therapeutic effect. The physician had tried to puncture the catheter access port (cap) percutaneously, but was unable to aspirate or inject. Intraoperatively, the cap was successfully punctured and an x-ray was done with contrast medium. It was stated that the catheter was "ok", so the physician felt the pump was working incorrectly and replaced it. The device system was infusing morphine. Eighteen days later, it was reported that there had been a volume discrepancy at a refill, though no further details were known. It was stated that the catheter connection was checked and the catheter was not replaced. The status of the patient and therapy was unknown.

Manufacturer narrative:
Product ID: 8731sc, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all non-destructive testing and the logs were clean.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.